Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for four pts. The initial erroneously elevated results were not reported outside the laboratory. The customer re-ran the samples on a different instrument and the results were within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on 07/29/2008 to investigate the event. The fse inspected the instrument and performed hardware verification and found no hardware issues. A definitive root cause could not be determined for this event. This is two of four separate MDR reports related to four pt events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2011-02708, 02710, 02711 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.